Event description:
It was reported that the patient presented remotely via merlin.net transmissions with alerts. It was noted that the right ventricular lead had chronic high, high voltage lead impedance. The patient was stable and the lead is being monitored.